Event description:
In 2007, the patient stated that her blood glucose had been elevated in the 400-500 mg/dl range and she feels "miserable." Her normal blood glucose range is 90-180 mg/dl. She stated she was unable to lower her blood glucose less than 220 mg/dl through her infusion device and she used insulin injections. She stated that she changed her insulin cartridge, infusion set, adapter, and batteries. She feels the infusion device is not delivering insulin properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.